Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this report is for an unknown philos plate/unknown lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown plate/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a hematoma (requiring revision). Reoperation was on (B)(6) 2014 with wound debridement, hematoseroma and antibiotics, (amixicilline/prophylaction). Implant was not removed. Patient recovered without persistent damage. The event resulted in patient hospitalization or prolongation of existing hospitalization. It was also reported that the hematoma requiring revision 11 days after initial surgery, it required reoperation on (B)(6) 2014. This is a ((B)(6)) the patient recovered without persistent damage. This report is 1 of 2 for (B)(4).